Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced seven infusion sets bent cannula events on different dates. Patient expereinced first bent cannula event on (B)(6) 2025. The insertions site were the abdomen, right leg, and left gluteal. Patient experienced significant malaise with ketones at 3.02 mmol/l at the time of the event and patient was in the emergency room under observation for overnight and was discharged on (B)(6) 2025. Patient then experienced bent cannula event on (B)(6) 2025 and returned to multiple daily injections (mdi). No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 7. E1: patient city: (B)(6). Patient country: brazil.